Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an error 121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) describe event or problem - additional, serial number - correction, lot number - correction, UDI -correction, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, manufacturing date - correction, event problem and evaluation codes - additional.

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Subsequent to the first follow-up MDR, dexcom became aware on (B)(6) 2017 that the correct device being used at the time event was the receiver with the serial number (B)(4) and lot number 5220636. Please disregard the information in follow-up report #001 as the product that was previously reported was not the product at fault. All information previously reported in the initial MDR for report number 3004753838-2017-05288 is correct.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver would not boot up and continuously re-initialized. Due to the condition of the device, the reported event of an error icon display was not confirmed. A root cause could not be determined.